Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# x180313 lot # 324000 bi-metric/x por nc 13x145. Cat# 139262 lot# 819290 m2a-magnum 42-50m tpr insrt +9. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. It was reported that there are allegations of complications with metal wear. It was reported that no further information is available.